Event description:
Customer reported that 3-4 weeks prior to the date of call she reported receiving a "remove sensor, alarms inactive" message on the display of the fs navigator's receiver. She stated as a result, she removed the sensor and did not replace the sensor immediately. Customer then stated that day while driving that day she experienced severe hypoglycemia, lost consciousness and was stranded on the road 20 miles from her home and didn't know where she was. Customer's husband called 911, but he did not have paramedics dispatched, instead she stated he found her and provided her with glucose (type unk) and oral glucose tablets. Customer was not taken to a local healthcare facility and no diagnosis was reported. There was no report of death or permanent impairment associated with this issue.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor two day device had ruptured during patient use at the patient's home. The device was filled with 5-fu and saline. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Customer's fs navigator (B) (4) was returned and investigated. The complaint was not confirmed. Upon review of device log, no visual observations found. There were successful connection(s) between receiver and transmitter, successful sensor insertion(s), successful calibration(s) around time of complaint. No expired and or failed calibration(s) around time of complaint and no insertions of new sensor sequence in the event log. Log revealed a removal of sensor confirmation around time of complaint or call. No battery message(s) around time of complaint or call and the event log revealed connection issues around time of complaint. In addition, there were no differences between continuous monitor and blood glucose readings at same point at time of complaint. This is a final report

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete. Per label copy: freestyle navigator user instructions direct customers that when they receive the "remove sensor, alarms inactive message" to remove and insert a new sensor. In addition, in the event the sensor has failed the continuous monitor is no longer receiving readings and therefore, the threshold alarms would not alert the user of an impending hypoglycemic or hyperglycemic event. The guide also advises the user to use the built-in fs blood glucose meter to conduct finger stick testing when glucose levels are falling rapidly, as continuous glucose results from the fs navigator may be higher than blood glucose levels during these circumstances. Customers are also directed to use the built-in fs blood glucose meter to conduct finger-stick testing to check the fs navigator readings to confirm hypoglycemia or impending hypoglycemia or is symptoms do not match the fs navigator reading.